Event description:
It was reported that the patient in the system longevity study (sls) experienced chest pain with right ventricular (rv) pacing and the lead was dislodged. CT scan showed "the tip of the rv lead was in the outflow track." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.